Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, that the patient experienced a skin reaction with itching, rash, redness, inflammation, drainage and infection extended beyond the patch perimeter, which occurred 8 days after the sensor had been inserted in the abdomen. It was reported that the patient experienced a autosensitization dermatitis. The skin reaction was not on the insertion site, but symptoms were occurring in the hands and feet. The reaction was treated with a prescription of an oral medication: betamethasone, azunol ointment, bilanoa od tablets, rupafin tablets. The area was prepared with chlorhexidine non-alcohol before placing the sensor on the body. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Subsequent to the initial MDR, additional information was received on 10/21/2024. A photo of the skin reaction in the complaint record was reviewed. The sensor patch was more than 90% adhered to the skin and prevents the view to the insertion side. The skin reaction was confirmed, consistent of an infection of the skin, with visible in deep wounds and slight skin excoriation. The erythema was extended the area of exposure, and on the external part of the reaction it could be observed small wounds which seem to be caused by blasted blister pack. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).